Event description:
The customer reported the coulter lh 750 hematology analyzer was generating hemoglobin (hgb) background failures, backwash tank errors, differential board errors and rbc vote outs during startup . Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve vl14b was broken. The fse replaced the pinch valve, which repaired the issues during startup. The repairs were verified per established procedures. (B)(4).